Event description:
It was reported that the physician was trying to get the cuff into the subcutaneous tissue and he pulled the catheter so hard that it broke at one of the fenestrations. On (B)(6) 2013, the sales representative (B)(4) indicated that per the physician, the catheter most likely broke because of his technique and not because there was a quality issue with the pleurx catheter. The physician did not save the part that broke off or anything in the kit, nor does he have a lot number. There was no patient injury. The physician does not need the catheter kit replaced either, as he believes it was his technique. The sales representative also indicated that the physician gave her the impression that he did not feel it was necessary to file a complaint. On (B)(6) 2013, the customer (B)(6) provided the following additional information: the patient has metastatic pleural effusion from pancreatic cancer. It is unknown if the patient is receiving radiation at this time, as the cancer was diagnosed at the time of insertion. The catheter was placed on (B)(6) 2013 and there was no difficulty placing the catheter. The issue was more or less related to a technical issue during placement as the skin incision was a little smaller than the cuff itself and part of the catheter tip (at the distal end) broke off when trying to get the cuff into the tunnel. The tunnel length the physician uses is usually just short of the length of the tunneller (8cm). The break happened well before the catheter was inserted into the pleural space. There has been no problem or defect noted with the catheter since placement. The patient's status is stable, discharged with the pleurx catheter functioning well.

Manufacturer narrative:
(B)(4). Investigation results: a complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported issue. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, a definitive root cause could not be identified through this investigation since a sample was not returned for analysis. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.